Event description:
It was reported that the device elective replacement indicator (eri) triggered and premature battery depletion is suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed the battery voltage - battery depletion indicated/elective replacement indicator (eri). The recommended replacement time (rrt) from the save to disk occurred on (B)(4) 2011 and the device was at rrt<=2.62 volt. The daily battery voltage log data shows a minimum battery =2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011 and one patient alert for low battery voltage on (B)(4) 2011. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.